Event description:
The company representative on behalf of the customer reported, leakage was noted on the angle part of the duodenovideoscope and the switch number one (1) was not working. The device was returned and an evaluation revealed, the adhesive part of the lighting lens was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
An evaluation of the returned device confirmed the leakage; however, button failure could not be confirmed. Water tightness was not maintained due to wear of the forceps lever. The air and water nozzles were clogged and the draining function was reduced. Scratches were found throughout the device. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The curved pipe was deformed. The insertion tube was discolored. Wrinkles were found in the insertion tube. Discoloration of the operation part was noted. The adhesive part of the bending section cover was missing. The forceps plug cap was scraped off. Wrinkles were observed in the universal cord. Water coverage was recognized on the electrical connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.